Event description:
Blood noted in the intra aortic balloon pump drive line. Respiratory therapist attempted to d/c remove catheter per protocol, met excessive resistance. Did not attempt further. Possible balloon catheter malfunction. Balloon could not be retrieved.